Event description:
The electrode was not inside the cochlea. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a post-operative electrode migration out of cochlea. This is a final report.

Event description:
The electrode was not inside the cochlea. The user has been re-implanted.